Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors and critical error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had motor related error, hardware low level failures and inter processor communication error, then active insulin clear which blocking the patient from auto mode. Customer stated that they are able to rewind the pump. The insulin pump passed displacement test. Pump error occurred during rewind. The customer was assisted with load reservoir and fill tubing process. Pump error did not occur. The insulin pump passed self test. Error table indicates the pump should be replaced. Customer stated he never saw the critical error book on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Pump was returned for pump error 63. Format history file analysis confirmed pump error 63 due to software error. No unexpected pump error 2 and 79 noted during testing. Unit passed self test. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.